Manufacturer narrative:
The device was returned to olympus for investigation. Investigation was completed and included evaluation of the device and review of the device history record (DHR). The device evaluation confirmed the user report and found damage of the electrodes in the ac inlet. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause was not confirmed. Since the device was delivered 12 years ago, a possible cause is deterioration due to aging. Another possible cause is mishandling causing damage, such as due to excessive force, dropping, or impact with a hard object. Olympus will continue to monitor the performance of this device. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. Actions are being taken to manage actions related to the remediation of this issue and any required MDR reporting.

Event description:
It was reported that one of the electrical prongs on a maintenance unit was broken. It was reported this damage was found during reprocessing on the back of the unit where the cord plugs into the unit. No patient involvement was reported.